Manufacturer narrative:
E1/establishment name:(B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image of the camera head was not displaying. The event occurred during set up / inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; h2; h3; h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector watertightness failure/ connector water damage, main body water damage, free lock lever debris, scope mount corrosion, main body damage. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of reportable malfunction by customer and the reportable malfunctions found during device evaluation is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.